Event description:
Multiple alarms. The device was not received for investigation. Device history record was reviewed, no issue has been found. Device log of volumat mc agilia ca ((B)(4)) was reviewed, multiple downstream occlusion alarms and one error 42 are recorded. Issue reported by the customer reproduced by the technical service team. The cause of this issue was a pressure sensor out of calibration range. The sensor was calibrated and tested to resolve the issue. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.

Event description:
Multiple alarms.